Event description:
During use of the device for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console would intermittently go blank. No other details regarding the nature of the event were provided. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.